Event description:
While the unit was in use on a pt the unit had no display, only a dot in the center of the screen. The pt was switched to another unit and therapy was continued. No pt injury was reported.